Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found a leak from the needle cartridge caused by needle vent chamber (vc4) not draining due to an obstruction at the t fitting between bottom of chamber and the foam trap. The fse drained vc4 and removed the obstruction. The fse also found that the instrument was giving differential voteouts for "abnormal ii" controls. The fse replaced erytrolyse pumps (pm6 and pm7) and the stablyse pumps (pm12) that dispenses stabilyse reagent (preservative) to the mixing chamber, mc1. The tubing and actuators for the following pinch valves (vl27, vl28, vl50, vl 53, and vl58) were also replaced. After replacing all these parts the instrument gave proper differential results. The fse also noticed that the low vacuum was erratic. The fse replaced the low vacuum regulator and flushed the vacuum lines and the vacuum recovered. The instrument ran without any leaks or errors. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak from the lh500 instrument. The instrument was running controls when the leak was noticed. The volume of the leak was not specified and it was not contained within the instrument. No erroneous results were generated for this event. In addition, no one came in direct contact with the fluid so there was no biohazard exposure to open wounds or mucous membranes.